Manufacturer narrative:
Company representative evaluated the system. Connections between the breathing system and machine was cleaned and reseated.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.